Event description:
It was reported that a user of the ilet experienced high blood glucose of 246 mg/dl after not changing the infusion set when the system indicated the insulin set was expired. The customer care agent provided education and guided the user through the infusion set change, after which glucose decreased from 246 mg/dl to 168 mg/dl. Investigation of this case revealed no device problem, a usage problem was identified, and the issue related to user interaction with the user interface, consistent with an improper or incorrect procedure. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.